Manufacturer narrative:
One fast-fix 360 curved needle delivery system device was received and visually assessed. The device is in used condition. T1 and t2 have not been returned with the device. The depth limiter shows use. The needle delivery system is slightly twisted. A functional test was performed where the actuator cycled and functioned as intended. After the evaluation the root cause for the reported issue could not be determined. A review of the device history record was performed which confirmed no inconsistencies.

Manufacturer narrative:
(B)(6). No evaluation conducted to date, awaiting receipt of device. (B)(4).

Event description:
It was reported that during a meniscal repair procedure, the t2 implant pre-deployed from the device. T2 was removed; however, t1 was left unsupported in the patient. A backup device was utilized to complete the procedure. No patient injury or complications were reported.